Event description:
It was reported that patient underwent an initial total knee arthroplasty on an unknown date. Subsequently, the patient was revised due to a worn tibial bearing on (B)(6) 2014. The tibial bearing was removed and replaced.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided: expiry date - unknown, date implanted - unknown, manufacture date ¿ unknown.